Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of both proglide devices were successfully pre-placed; however, the second proglide device became stuck while trying to withdrawal the device from the patient anatomy. The second proglide device was finally able to be removed after repeated attempts and re-opening and closing the foot lever several times; however, the knot was found outside of the patient anatomy. An attempt was made to pull the blue suture to get the knot into the patient anatomy, but the knot was tangled and was therefore cut and the suture was removed from the anatomy. No tissue damage was noted. An additional proglide device was used for successful suture placement using the pre-close technique. The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved with the sutures of the first and third pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.